Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. The product code was unknown; therefore d4 is unknown. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display. The technical service representative (tsr) asked the care giver (cg) if there were any leaks. The cg stated no. The tsr had the cg cycle the power, the hc alarmed se 2367. The tsr explained the alarms and possible causes. The tsr had the cg turn off the hc, close all of the clamps and instructed the cg to discard all of the supplies. The hp would do manual exchange for the last fill. The hc unit was operational. No patient injury or medical intervention was indicated at the time of the initial report.